Manufacturer narrative:
(B)(4). Batch # m9269j. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips and four clips with gap. Upon testing, the jaws open and close without any difficulties. No conclusion could be reached as to what may have caused the reported incident and the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the device removed when it was locked on vessel and would not release? Do not know. Was there any damage to the tissue? Do not know. What was done to repair any damage to the tissue? Do not know. Was there any patient consequence as a result? No. There were no patient consequences.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the clip applier locked on vessel and would not release. Case completed with another device of the same product code. There were no patient consequences reported.